Event description:
Event description guidant received information that this implantable epicardial defibrillation patch was surgically capped due to an assumed fracture. When attempting to insert the terminal pin from a chronic epicardial patch into this chronic implantable cardioverter defibrillator (ICD), the setscrews would not tighten down. Another guidant ICD was subsequently implanted. The 6.1mm terminal pin from the chronic patch was inserted into the positive port of the ICD. The device is shocking from (-) lead (0040-109097) to the ICD (+) can in the abdomen. The device was returned to guidant for analysis.